Event description:
Additional information from the physician stated there were no adverse events related with the valve.

Manufacturer narrative:
Correction: the following sentence was inadvertently left incomplete when submitted on the initial report. The sentence has been corrected below. The study population included 61 patients (predominantly male with a mean age of 81 ± 8 years), all of which were implanted with a transcatheter bioprosthetic valve (serial numbers not provided).

Manufacturer narrative:
(B)(4). Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Title: transcatheter aortic valve implantation through distal axillary artery: novel option for vascular access citation: journal of cardiovascular medicine (2015) 16(4): 271-278 (doi 10.2459/jcm.0000000000000063) . Authors: gian paolo ussia, valeria cammalleri, andrea ascoli marchetti, kunal sarkar, pasquale de vico, saverio muscoli, domenico sergi, massino marchei, arnaldo ippoliti and francesco romeo.

Event description:
Medtronic received information via literature review that a study was performed to evaluate alternative access approaches during the implant of a transcatheter bioprosthetic valve. The study took place from (B)(6) 2012 through (B)(6) 2013. The study population included 61 patients (predominantly male with a mean age of 81 ± 8 years), all of which were implanted with (serial numbers not provided). Transfemoral access was used for 57 implants and trans-axillary approach was used in the remaining 4 implants. Across all patients past medical history included advanced left ventricle dysfunction, severe aortic regurgitation, increased mean gradients, and severe aortic stenosis. Among all patients, two deaths occurred within the first thirty days due to pneumonia and an unknown cause. Of these deaths, none were attributed to the device. Among all patients, the following adverse events occurred: 16 incidents of permanent pacemaker implants, 4 valve-in-valve procedures due to severe aortic regurgitation caused by low implant positioning, 10 incidents of blood transfusions (2 units of less), 2 vascular complications (with 1 stent placement), 1 access site thrombus (treated with thrombectomy), 1 case of late femoral pseudoaneurysm (treated with compression) and two incidents of cardiac tamponade, successfully treated with drainage and blood transfusion. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.